Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in the mildly tortuous aorta and iliac artery. A 035/260 amplatz super stiff¿ guide wire was advanced to the lesion. Two stents were attempted to be advanced over the guide wire, one to the aorta and another one to the iliac artery. However, during insertion of the stent intended for the iliac artery, the coating at the proximal end of the guide wire peeled off outside the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: - unit returned with its original pouch. The unit returned has coil damage, as part of overall visual revision. The device has the distal tip stretched, and the coil peeled in the middle of the device. Overall length and the outer diameter (od) of the distal tip couldn't be measured due to the device condition (coil stretched). Od of middle of the device and od of proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in the mildly tortuous aorta and iliac artery. A 035/260 amplatz super stiff guide wire was advanced to the lesion. Two stents were attempted to be advanced over the guide wire, one to the aorta and another one to the iliac artery. However, during insertion of the stent intended for the iliac artery, the coating at the proximal end of the guide wire peeled off outside the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was good.